Event description:
New information received indicated that another occurrence of myopotential oversensing was noted after recommended programming change was made previously. Further programming changes were recommended.

Event description:
It was reported that non-sustained lead noise was observed on the device via merlin.net. Review of the stored electrograms indicated possible myopotential oversensing. The patient will be brought in for assessment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.